Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to atrophy around the urethra cuff. There were no additional patient complications reported.